Manufacturer narrative:
The failed cpu power supply was replaced by the customer biomed. This acuity cpu is at end-of-life and not repairable by welch allyn. Cpu power supplies are off-the-shelf sub-components made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure. Method code: other (customer replaced power supply).

Event description:
Customer reported that their acuity had lost power. After troubleshooting it, the biomed suspected that the power supply had failed. The customer's biomed replaced the power supply with an on-hand spare and verified that acuity was up and running. This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. (B)(4).